Manufacturer narrative:
Specific information with regard to patient age and weight were not provided by the doctor. On (B)(6) 2013, the patient returned to the office and the doctor removed the sonicfill material. The restorations were replaced using a different composite material, without further incident. To date, the patient is fine. The product involved in the alleged incident was not returned; therefore, a retain sample was evaluated, yielding results witin specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that multiple patients had experienced sensitivity after placement of the sonicfill product. This is the first of two (2) reports.